Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 30 mg/dl. The customer stated that she was feeling fine until dinner time. At that time her parents began to notice that she was not very coherent. The customer was treated with glucagon at home, but the paramedics still took her to the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.